Event description:
A intracranial monitoring kit (1104bt) was reported to have malfunctioned during pt use. The incident was described as; the temperature probe indicated 15 degrees celsius and then nothing appeared. The procedure was delayed however, the duration of the delay was not provided. The pt did not incur an injury.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.